Event description:
The customer reported that the device powered up in the incorrect mode.

Manufacturer narrative:
(B)(4): the customer reported that the device powered up in the incorrect mode. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.